Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Later healthcare professional reported "patient visited the emergency room of the hospital after being injured while tripping over a stone on the beach", "damage to the right prosthesis inserted for breast surgery was performed on the chest CT performed at the hospital". This record is for the right side. Device was explanted and replaced with a non-abbvie brand and it will be return.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture". Later healthcare professional reported "patient visited the emergency room of the hospital after being injured while tripping over a stone on the beach", "damage to the right prosthesis inserted for breast surgery was performed on the chest CT performed at the hospital". This record is for the right side. Device was explanted and replaced with a non-abbvie brand and it will be returned.